Event description:
The customer reported that the insulin pump alarmed motor error. The blood glucose reading was 101mg/dl. Troubleshooting was performed, and no damage to the drive support cap noted at time of call, but she stated that the drive support cap was flush with the case at one point. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.